Manufacturer narrative:
It has now been reported that the device was explanted (date unknown). It is unknown if the patient was re-implanted with another device. This report is submitted on december 10, 2020.

Manufacturer narrative:
Device analysis report (dar) is attached this report is submitted on sep 07, 2021.

Manufacturer narrative:
This report is submitted on november 6, 2020.

Event description:
Per the clinic, the patient experienced intermittencies of sound and afterwards not receiving any stimuli to sound. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.